Event description:
Home patient (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of hp's homechoice (hc) machine during the initial drain cycle of their automated peritoneal dialysis (apd) therapy. Reportedly, hp had initiated the initial drain cycle without having their transfer set connected to the patient line of the hc set. Hp then received the error message, and connected their transfer set to the patient line of the hcp set. Tsc assisted hp in ending therapy early and advised hp to setup with new supplies to complete therapy. No patient injury or medical intervention was indicated at the time of the initial report.